Manufacturer narrative:
Concomitant products: addrs1 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead fractured and had low impedance. The lead was capped and replaced. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.